Event description:
It was reported that during a patient event the device failed to deliver a defibrillation shock. No further information on the patient or the event was provided.

Manufacturer narrative:
(B)(4). The customer, a biomed, was unable to verify or duplicate the reported failure when he tested the unit immediately after the patient event. After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.